Event description:
A malfunction occurred when the customer was outside exercising in warm weather. There was not adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.